Event description:
Device issue: none. Adverse event: bradycardia. Time of adverse event: during and post the procedure. It was reported via a trial that during post dilatation in the right internal carotid artery using a viatrac dilatation catheter, the patient developed bradycardia. The patient was encouraged to cough, the balloon was deflated, and heart rate returned to 60 - 70's. Neurological status remained intact and the patient was asymptomatic. Bradycardia was intermittent throughout hospitalization; betablockers and ace inhibitors were held. Post procedure, the patient developed a migraine headache with intermittent aura sensations and tylenol was administered. The headache was resolved upon hospital discharge (B) (6) 2010. On (B) (6) 2010, the patient experienced a transient ischemic attack existing of headache with flashing lights, slurred speech, tingling and numbness to the left face and jaw. The patient was admitted to the emergency room (ER). All symptoms resolved prior to the ER visit. CT was negative, blood work negative and neurological status was intact. The patient's lowest heart rate upon admission to the ER was 53, however, heart rate remained between the 60's to 80's throughout the hospital stay. The patient was discharged on (B) (6) 2010. No additional information has been provided.

Manufacturer narrative:
(B) (4). (B) (4). The reported patient effects of bradycardia, headache, and neurological deficit / dysfunction are known adverse events and are listed in the xact instructions for use. Although a conclusive cause for reported patient adverse effect and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.